Event description:
A report was received that the patient was experiencing skin irritation at the ipg site when charging. The patient was prescribed medications. It was believed that the event was device related and was resolving.

Event description:
A report was received that the patient was experiencing skin irritation at the ipg site when charging. The patient was prescribed medications. It was believed that the event was device related and was resolving.

Manufacturer narrative:
Additional information was received that the patient¿s skin irritation at the ipg site was resolved.